Event description:
On (B)(6) 2022 the patient was implanted with the nalu peripheral nerve stimulator. Patient subsequently reported difficulty with communication between the implantable pulse generator (ipg) and the external therapy disc. Testing found the ipg had migrated from it's original position. Surgical revision was performed on (B)(6) 2023 to correct the position of the ipg. No new components were introduced during the revision.